Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report # (B)(4). The device has been investigated in our laboratory at b. Braun melsungen ag, melsungen, germany: we received one used easypump ii lt 270-54-s without packaging. The following investigations were conducted: visual inspection: the received sample was taken to a visual inspection. Damages or other defects were not detected at the sample. Functional inspection: the pump was filled up with nacl 0.9 % up to the nominal value (270 ml) and a functional test respectively a leak test was carried out. After opening the white clamp, the pump was working immediately (solution was running) at the checked sample. Leakages were not detected at the test sample. Physical inspection: furthermore, the flow rate of the sample was tested. Flow rate test: nominal: 5 ml/h. Actual: 7.6 ml in 1 h; 15.3 ml in 2 hrs; 132.9 ml in 26 hrs. The flow rate of the inspected pump is within our specifications. Summary and assessment: relating to the functional test referring to the flow rate test the sample is within our specifications. A too fast flow (as described by the customer) could not be determined at the received sample. Based on the conducted investigations the tested sample is within the specification. Therefore, the complaint is considered as not confirmed. Device history record (DHR): reviewed the DHR for batch 20h06ge271, there is no abnormality and no such defect detected at in process and at final control inspection.

Manufacturer narrative:
This report has been identified as b. Braun melsungen (B)(4) internal report # (B)(4): the complaint is under evaluation. A follow-up report will be provided as soon as investigation results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility / translation of user facility information by bbm sales organization in (B)(4): the pump emptied over 24 hours and not as planned over 48 hours. Start volume is 238 ml.